Manufacturer narrative:
(B)(4). Date sent: 1/29/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: egarding "opened another stapler and used new reloads and it was the same" 1. Could you please clarify if the second stapler (ech60l) presented same quality issue? Ans: yes it did 2. If yes, please provide device product code and lot# ans: product code: ech60l, lot number is not available. However, sales confirm it was of a different lot from the 1st unit. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that the tissue was stuck on the ridges of the reload. It was then they saw the reload moving at the proximal end, even though it had already been loaded properly earlier. They opened another stapler and used new reloads and it was the same. The procedure was completed successfully. There was no patient consequence nor surgical delay reported. No additional information provided.